Manufacturer narrative:
Date sent to the FDA: 09/15/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2017 and unknown suture was used. During the procedure, the needle fell off and when the surgeon attempted to tie a knot the suture would break. It is unknown how the procedure was completed. There were no patient consequences reported. No further information is available.